Event description:
After an implantation period of approx. 149 months, oversensing on the ventricular channel was reported. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut into three fragments. All fragments were received for analysis. An extraction aid was found on the lead body, it is reasonable to assume that the lead was cut during the surgery. The analysis showed 9 cm proximal to the lead tip that the insulation was found abraded through. In this region the conductor cable leading to the rv shock coil was found exposed. These damages are assumed to be the root cause of the reported oversensing. Based on the characteristics of the damages, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Further analysis revealed deformed shock coils and a bent fixation helix, which most likely resulted from the extraction procedure due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.